Event description:
It was reported that a patient underwent a laparoscopic appendectomy on an unknown date and an absorbable adhesion barrier was used. The adhesion barrier was attached just under the abdominal wall. On post-op day 7, the patient had a fever. An abscess just under the abdominal wall was confirmed by CT. Drainage of the abscess was performed. No particular problems occurred after drainage. The surgeon opined it is possible that the adhesion barrier was the cause because there was an abscess just under the abdominal wall where the adhesion barrier was attached. No sample will be returned. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information if available: age, gender, weight, bmi at the time of index procedure what is the date of the initial surgical procedure? What is the diagnosis and indication for the initial surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. On what tissue layer was the interceed used? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What is the lot #? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: please provide the following patient demographic information if available: age, gender, weight, bmi at the time of index procedureunk what is the date of the initial surgical procedure? Unk what is the diagnosis and indication for the initial surgical procedure?unk please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates.no special condition was reported on what tissue layer was the interceed used? Right under the wound patient symptoms manifestations (location, severity, appearance, systemic or local reaction) since an abscess has developed right under the abdominal wall wound where the interceed was placed, he suspected that the interceed is the cause. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk were cultures performed? Results? No what is the lot #? Unk. What is the patient's current status? No problem after drainage.